Event description:
It was reported that during a da vinci surgical procedure, the wire at the tip of the prograsp forceps instrument broke. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable is frayed at the proximal clevis hub. The clevis does not exhibit any wear. The frayed strands stick out at the wrist. The other cables at the wrist are not damaged. Failure analysis investigation also found that the distal end of the instrument's main tube has various scratch marks with light material removal. The scratches are not aligned with the tube axis. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed pitch cable, and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.